Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
Externalized conductors were revealed via review of fluoroscopy. No noise was noted. Capture and sensing were normal. The physician chose to leave the lead in place because it was performing normally.